Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to a dislodgement. A new competitive lv lead was successfully implanted. It was noted that the explanted lv lead was discarded by the hospital staff and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with blood and body fluid in the lumen from the terminal pin to the tip, analysis noted that this is an open lumen lead. Visual inspection revealed flattened deformed conductor coils and puncture holes in the lead's insulation at 695 to 705 mm from the terminal pin, which was determined to be due to the use of a grabbing tool. Melted insulation from electro-cautery and a bend in the lead at 444 mm from the terminal pin, just distal of the suture sleeve tie down area were also noted. Further inspection of the lead revealed a separation between the tip anode ring and the drug collar, which was determined to be due to pulling at the explant procedure. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.